Manufacturer narrative:
Product analysis confirmed the detached suture difficulty stated in the customer complaint. From the product analysis, it was found that the suture was broken/detached from the catheter and the remnant with the stopcock key/crimp was not returned. The sharp edge of the metal stiffening cannula could have possibly cut the suture during customer usage, when the metal cannula was advanced inside the catheter. The most probable root cause appears to be operational context, due to procedural factors encountered during the use of the device. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported that during a kidney procedure, a suture string from a flexium nephrostomy catheter broke off inside the pt. During the procedure and upon removal of the catheter from the pt, the suture string that attaches to the nephrostomy detached, leaving the suture string inside the pt. The string was left in the canal between the kidney and the insertion hole. The physician removed the string by feeding a dilator down the canal enough to cath the suture to remove it. It was reported that the physician "could not explain why this happened". No trauma or additional injury was caused to the pt.